Event description:
It was found during baxter's testing that the pump was alarming for a system error 322. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed and reproduced, however the specific failing component could not be identified. Evaluation of known contributors to system error 322 led to the determination that the upper and lower auxiliary were the failing components. As a result, the upper and lower auxiliary were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.